Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system intermittently failed to boot properly and became stuck after the user signed in. The user was able to sign into the machine, but the system continued to spin and did not proceed to the next step of opening the drawers for the anesthesia staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist performed a reboot, after which the reported issue was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system intermittently failed to boot properly and became stuck after the user signed in. The user was able to sign into the machine, but the system continued to spin and did not proceed to the next step of opening the drawers for the anesthesia staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.